Manufacturer narrative:
Unit passed displacement test and selftest. No pump error alarm noted. Pump error alarm and hardware low level failure alarm was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.